Event description:
It was reported to philips that the system gave an alert indicating the tube was defective, x-ray was not possible, which can impact imaging. No harm was reported to philips. The device was in clinical use at the time of reported event. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during emergency treatment of procedure. The procedure was aborted. It was reported to philips that the system gave an alert indicating the tube was defective, x-ray was not possible, which can impact imaging. Review of the logfile shows application error: generator exception occurred. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and found that the system gave an alert indicating the tube was defective, x-ray was not possible, which can impact imaging. The rse instructed the customer to check the power panel, disconnect and reconnect the mpdu but issue still not resolved. The rse requested onsite support. The philips field service engineer (fse) checked the system onsite and found the system and identified that tube information was lost due to hospital electrical mains went off. To resolve the issue, the fse performed tube adaptation. After repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome.